Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure it was noted that right ventricular lead failed to retract the helix and the stylet failed to advance. The lead was not used, and a new lead was implanted. There were no patient consequences.